Event description:
The autopulse platform (sn (B)(4) was used to resuscitate a 90 years old female patient in cardiac arrest. Per the reporter, the patient had a history of atrial fibrillation (a-fib), chronic kidney disease, congestive heart failure (chf), and high blood pressure (htn). The patient was released from the hospital to the nursing home on (B)(6) 2022 and was in the hospital for respiratory distress. No trauma was observed, the patient was in their bed when the fire department crew arrived. The cardiac arrest was not witnessed. The patient last time was seen as conscious approximately 10 minutes before. The patient was in cardiac arrest for 6-8 minutes before receiving the first CPR. The manual CPR was performed by the nursing home staff for 6-10 minutes and then continued by the first responders. Per a reporter, the platform displayed user advisory (ua)18 (max take-up revolution exceeded) error message and could not perform compressions. The patient was repositioned and the lifeband was retracted, however, the error could not be cleared. The use of the platform was discontinued and the crew immediately revert to manual CPR. The return of spontaneous circulation (rosc) was not achieved, and the patient was pronounced by an emergency room doctor. The customer did not provide information regarding the relationship between the death and the alleged malfunction. However, the msa evaluate the incident and it was determined that the death was not related to the autopulse device.

Manufacturer narrative:
The reported complaint that "the autopulse platform (sn (B)(4) displayed user advisory (ua) 18 (max take-up revolution exceeded) error message" was confirmed based on the archive data review and during functional testing. The root cause of the (ua) 18 error message was determined to be defective load cell modules. The cracked front and bottom enclosures and defective load cell modules were likely attributed to mishandling, such as a drop. During visual inspection, unrelated to the reported complaint, noticed the front enclosure was observed cracked at the front end area and the bottom enclosure was observed to be cracked at the screw well area. The observed physical damages were unrelated to the reported complaint and resulted from harsh impact due to user mishandling. The enclosures were replaced to address the issues. The archive data review showed multiple ua18 (max take-up revolution exceeded) advisory messages around the customer's reported event date, thus confirming the reported complaint. Functional testing could not be completed as the autopulse platform failed to execute the lifeband take-up and displayed the user advisory (ua) 18 (max take-up revolution exceeded), thus confirming the reported complaint. User advisory (ua) 18 occurs when the driveshaft has traveled past the maximum number of allowed revolutions without detecting a patient. When the user presses the start button, the driveshaft turns and tightens the lifeband around the patient's chest. The take-up position is achieved when the load cell modules sense an additional 6 lbs. Of load compared to the pre-take-up load. The load cell characterization test results on this platform confirmed that both load cell modules were defective, which caused the reported (ua) 18 advisory messages. Following service, including the replacement of both load cell modules, a load cell characterization test was performed again and confirmed both cell modules were functioning within the specification. A brake gap inspection was performed and verified the brake gap was within the specification. The autopulse platform was then subjected to a run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for the autopulse platform with serial number 34750. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR, adjunctive use only indication is prominently displayed on device labels and in the device manual. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions when effective manual CPR is not possible. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse is intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR.